Event description:
It was reported that the foot pedal got stuck causing continued rf application despite lifting the foot off the pedal. Customer used the manual button on the stockert rf generator to stop the rf application.

Manufacturer narrative:
(B)(4).